Event description:
It was reported the pt was to undergo surgical intervention to have her scs ipg pocket site relocated due to discomfort. F/u identified the pt's scs system was explanted due to an infection at the scs lead site (ref MFR report: 1627487-2014-21217).

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.